Event description:
A peritoneal dialysis pt called because he was having issues during treatment and once he opened the cassette door on the cycler machine he noticed a fluid leak inside the machine. There is no report of pt ill effect. There is no sample available for eval.